Event description:
It was reported that post implant a realize band, after 6 fills a leak was detected and the band was removed on (B)(6) 2011. A new band was implanted on (B)(6) 2011. The patient received 7 fills. After seven fills the patient was having poor weight loss. The patient was taken into the or and injected with blue die. It was detected that there was a leak in the balloon. The second band was explanted on (B)(6) 2011. A competitor's band was implanted. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Puncture components returned were as follows: the curved band/balloon with 14 cm of catheter. The velocity port with locking connector and 44 cm of catheter. The tubing strain relief (tsr). Upon visual inspection, it was observed that the buckle from the band was returned cut on the snorkel side, probably performed during the explant of the band. It was also observed that balloon and catheter were returned with a blue color (result of the fluoroscopic test performed by the surgeon). A scratch of 3.6 mm in length and localized at 6 mm from the balloon closed end was observed. Upon microscopic evaluation, it was observed that the balloon was punctured where the scratch was observed. The puncture is 0.2 mm of diameter. A leak test was performed on the balloon with an unsuccessful result. A leak was found, where the puncture was observed. The complaint was confirmed, upon microscopic evaluation it was observed that the balloon was punctured. A potential cause of the puncture is the balloon may have come in contact with a sharp instrument (i.e. Grasper, scissors) during the implant of the band. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process was performed, and it was noted that all products are 100% leak tested prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event.